Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure. No further information could be obtained despite good faith efforts.